Manufacturer narrative:
The investigation into the low pump flow has been completed. The impella pump was returned for investigation. The visual inspection of the returned pump noted a cannula kink near the outflow. The investigator determined the root cause of the low flow issue was a cannula kink due to the end users improper use technique. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. While on support, impella flows were lower than expected. The physician made the decision to remove the impella and replace it with another impella. The physician was pleased with the position and flows of the newly placed impella. There was no patient harm reported, and this device was replaced with another impella.